Event description:
It was reported that while the patient was being transferred to the bed via a lift, the lift began to lower the patient which caused the end users weight to shift. The lift tipped and the patient fell to the floor. No injuries were reported as a result of this event.